Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 416 mg/dl at the time of incident and the current blood glucose of the customer is 341 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish to continue troubleshooting. The infusion set was leak. The customer was not using the auto mode feature. The insulin pump will be returned for analysis.